Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to have their implantable pulse generator (ipg) replaced. The reason for replacement is currently unknown. Patient is stable.

Manufacturer narrative:
Correction: further information was received indicating the issue contained in this report should not have been reported as a medical device report (MDR) as there is no indication of a device malfunction.

Event description:
Additional information received indicated the ipg is fully functional and was slated to be replaced due to patient request. At this time, replacement is no longer planned.